Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that after a baclofen trail where the catheter was connected to a chemo-port, the catheter could not be connected to the pump. The proximal part of the catheter was replaced and the new catheter connected immediately to the pump. No patient symptoms were reported.